Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, the used cannula hub was observed, and the safety clip was dislodged at the end of the cannula but did not cover the cannula tip. The clip long arm and short arm were out of from the cannula body. A simulation on introcan safety 3 g16 sample was performed where the cannula withdrawal was done at an angle (not following the instruction for use (IFU)) and with faster speed, upon nearing the tip, the clip had engaged protecting the tip, but the long arm was scratched against the catheter hub right before the cannula was totally out from the catheter hub. This caused the clip to dislodge. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While the reported defect was observed via the provided photo, an exact root cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: or coordinator states that a couple weeks ago a 20g is3 catheter was placed and when retracting the needle the safety mechanism engaged but did not fully cover the tip of the needle leaving an exposed sharp. The needle was not retained. The lot number was not confirmed. The lot recorded here is what is currently on the shelf at the facility. Patient injury no.